Event description:
A customer contacted beckman coulter, inc. (Bec) to report that during start-up, the coulter ac-t diff 2 analyzer was leaking what appeared to be clenz but was later confirmed to be ac-t diff rinse reagent. The customer also noticed that the union fitting that connects the sweep flow was broken. There was no report that patient samples were impacted. The customer was wearing gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse noticed a diff leak and that the union fitting that connects to the sweep flow was broken. The fse replaced the fitting and verified repair per established procedures. The root cause of the leak was attributed to the broken fitting. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).